Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed a chronic infection at the implant site. Subsequently, the device was explanted in (B)(6) 2016 (specific date not reported). Following explantation, the patient experienced wound healing issues and subsequently underwent two additional surgeries in attempt to clean and close the wound (dates not reported). The patient is currently being clinically managed by their healthcare provider.